Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a ventricular tachycardia ablation procedure, the tip of the catheter was noted to have a fracture upon placement. The device was exchanged to resolve the issue and there were no patient consequences.